Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the case, it was discovered that the distal femur cutting block in the srom hinge knee set would not operate properly. The black button on the side of the block is jammed so it will not allow the block to slide onto the jig. An lps distal femur replacement was made so the block was not used during this case.